Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated she has air bubbles in the reservoir. Customer was advised that small bubbles are ok and large bubbles she could prime them out by doing a 5 units fill cannula while disconnected at quick release.